Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. Mmdg made multiple attempts to obtain additional information about the patients present condition and the complaint event, but this information was also not made available to mmdg. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that the patients infusion ran dry. They state that the patient was on milrinone "125mg/250ml, 0.5mcg/kg/min rate 5.2ml/hr q48hr" and that the infusion ended at 4am instead of 8am. They also stated that the patient was "not feeling well", went to their doctor and was then admitted to the hospital in ventrical tachycardia. Mmdg made multiple attempts to obtain additional information from the initial reporter, however, they only stated that the "family wasn't giving much info". No additional information was provided. (B)(4).